Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the multiple motor stalls and recoveries was not determined. It was reported that the pump was replaced on (B)(6) 2018. It was reported that the issue was resolved surgically. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication in the motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml gablofen at 1613.5 mcg/day via an implantable infusion pump for an unknown indication for use. It was noted in the logs that multiple motor stalls and recoveries had occurred beginning on (B)(6) 2018. The last motor stall noted occurred on (B)(6) 2018 and it was unknown if the stall recovered. It was reported that the patient was not involved in a clinical study. The device has been returned to the manufacturer, and was replaced with a manufacturer's product. The pump logs were read on (B)(6) 2018. It was reported the device was used in the patient for treatment. There was no patient death or injury reported. No rotor study or dye study was performed. The device was explanted on (B)(6) 2018. No further complications were anticipated/reported.